Manufacturer narrative:
Correction to b3, b6 and g2 of the second supplemental report b3, b6 and g2 were inadvertently corrected. B3, b6 and g2 of the first supplemental and initial were correct. Correction to h10 of the first supplemental report: olympus provided, the following result of the culture test. Performed at the third-party labs: sampling date: jul 06, 2023. Sampling from: all channels. Cfu: 2cfu. Bacterial identification: yeasts, gram positive bacteria.

Manufacturer narrative:
Correction: b5 - information was not included in the initial. This report is being supplemented to provide the customer's microbial test results, refer to b5.

Event description:
The customer reported that the all channel sample tested positive for 19 colony forming units (cfus) of cladosporium species.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (inadvertently checked ¿health professional¿ on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The light guide lens was cracked, the charged coupled device cover lens glue and the bending section cover glue were cloudy and the connecting tube was scratched, the key top 1 was damaged. The device failed the angulation system check and the functional channel check. Prior to the device evaluation, the scope was sent to an independent laboratory for culture testing. The device tested positive for two (2) colony forming units (cfu) of unspecified yeast and unspecified gram positive bacteria on the all channel sample and less than one cfu of an unspecified microorganism on the distal channel end sample. The obtained results are in conformance with the requirements. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for microbial contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.